Event description:
A patient reported blood glucose results of "109 mg/dl with a lifescan meter and "186 mg/dl" on a laboratory device, performed within 11-20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.